Manufacturer narrative:
Please note that the following device code also applies to this complaint: 2981 results: the penumbra system ace 60 reperfusion catheter (ace 60) was damaged in multiple locations along the catheter shaft. The ace 60 was kinked underneath the strain relief. The catheter was kinked in multiple locations. The ace 60 was stretched from approximately 102.0 cm from the hub, to the distal tip, and fractured in two locations along the stretch. Conclusions: evaluation of the returned device revealed it was stretched and fractured. This damage likely occurred due to forceful retraction of the ace 60 against resistance. If the ace 60 was pinned in the patient anatomy, or in the parent catheter, and then forcefully withdrawn, damage such as this may occur. Further evaluation revealed kinks in multiple locations along the catheter shaft. This damage was likely incidental, and may have occurred during packaging of the device for return. All penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 60 reperfusion catheter (ace 60). During the procedure, after the ace 60 was used successfully to complete a pass, the physician had difficulty removing it from the patient. After removal, the physician noticed that the ace 60 appeared to be pinched or collapsed and twisted. Therefore, the procedure was completed using a new ace 60. There was no report of an adverse effect to the patient.